Manufacturer narrative:
The device was returned to olympus for evaluation where service could not confirm the customer's complaint. During the device evaluation, deep scratches and two lens chipped were found. The light guide tube contained surface scratches and there was a deep buckle near the bending section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: the entire image was blurred due to damage to the ccd unit the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Following the instructions for use (IFU) may prevent the occurrence of the event: operation manual inspection of the endoscopic system. Operation manual. Important information ¿ please read before use warnings and cautions. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying a blurry image something is wrong with the optics. The reported problem was found during an unspecified procedure. There was no harm or user injury reported due to the event.